Manufacturer narrative:
(B)(4). Batch # n92t1g: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested but unavailable: did device not deploy clips at all. Or did device fire clip that would not form on vessel. On the form you report yes for potential adverse event. Was there an actual adverse event or just the potential for an adverse event to have occurred. If there was an actual adverse event for the patient, what was that adverse event. A bleed was reported. Was this bleed detected during this same second procedure. Or was the patient brought back for re-operation due to a bleed being detected post-op. If the bleed was detected during this same procedure, how was the bleed resolved. Was a new el5ml device used to control the bleeding during the same procedure. Were any blood products administered to patient. If the patient was brought back for re-operation, how was the patient treated and how was the bleeding issue resolved.

Event description:
It was reported that during a laparoscopic cholecystectomy the doctor opened a device in a laparoscopic cholecystectomy procedure and this failed to clip vessels, there was a bleed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.